Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd ultra-fine¿ insulin pen needle each from lots 0337892, 1349615, and 1004611 had no expiration dates on their boxes. The following information was provided by the initial reporter: "consumer reported found in home today. Used them over 10 years ago. Wanted to know if donation to family member possible. No expiration dates on boxes. Informed caller to discard. Over 5 years old and expired. According to the lot numbers provided and the time she felt they were purchased."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0337892, medical device expiration date: na, device manufacture date: 2011-01-31. Medical device lot #: 1349615, medical device expiration date: na, device manufacture date: 2012-01-19. Medical device lot #: 1004611, medical device expiration date: na, device manufacture date: 2011-03-21. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd ultra-fine¿ insulin pen needle each from lots 0337892, 1349615, and 1004611 had no expiration dates on their boxes. The following information was provided by the initial reporter: "consumer reported found in home today. Used them over 10 years ago. Wanted to know if donation to family member possible. No expiration dates on boxes. Informed caller to discard. Over 5 years old and expired. According to the lot numbers provided and the time she felt they were purchased."